Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high readings and bolus anomaly. The customer's blood glucose reading was 318 mg/dl. The customer stated that he was hospitalized for 9 days due to a breathing problem. The customer was assisted with blousing. The product was not returned for analysis.